Event description:
Caller reported a tandem mobi cartridge alarm issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts confirmed the cartridge alarm and planned to replace the pump.